Event description:
Information received by medtronic indicated that the customer had reported shortened battery life of the insulin pump. The troubleshooting was  performed . It is unknown if the customer had continued to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the minimed 780g ous system insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. S/w version 6.7v. Retainer ring = black. Case type = ngp. Customer returned pump for alleged charge/battery lasts less than expected found on (B)(6) 2022. The pump passed the displacement test, active current measurement, and self test. Pump failed sleep current measurement due to high current, problem isolated to moisture damage on the pcba 1. No charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, rapid daily decay of external aa battery was noted. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2022 at time 04:44:00.000, battery removed on (B)(6) 2022 at time 22:07:00.000, failed battery alarm on (B)(6) 2022 at time 04:51:44.000, and battery out limit on (B)(6) 2022 at time 19:32:38.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Corroded battery tube was also noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Charge/battery lasts less than expected not confirmed. Unexpected battery power loss confirmed due to high sleep current, problem isolated to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.